Manufacturer narrative:
Result: nut on ball screw (lift motor) failed.

Event description:
It was reported by service report that the footend of the bed was drifting down. No pt involvement or adverse consequences were reported.